Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) ,of a high grade stenosis, using a kissing balloon technique (kbt), the physician decided to use two (2) powerflexpro 8mm x 4cm 80 balloon catheters (bc) for each side/lesion. The insertion went well, but both balloon catheters burst at 8 atm. The products were removed successfully. The physician then used two (2 each) powerflexpro 8mm x 4cm 135 balloon catheter for each side. The balloon catheters were inflated separately, but both burst at 5 atm. Both products were removed successfully. The lesions were treated successfully using other devices. There was no reported patient injury. There was no reported resistance/friction noted during insertion of the devices and no problem noted in crossing/accessing the target lesions. Two (2 each) 5 fr. Si brite tip catheter sheath introducers (csi's) were used. There was no problem reported with the sheaths used. Both lesions treated were reported to be high grade lesions/stenosis. No other information has been provided. One non sterile catheter power flex pro 8.0mm x 4.0cm 135.0cm was received coiled inside a plastic bag. The balloon was inflated and deflated. There were blood residues observed in the balloon. No other anomalies were observed in the returned device. An attempt to inflate the balloon was done and during inflation it was noted the balloon leaking due to a pin hole at 3.3cm from the distal tip end. Sem analysis was performed to identify the cause of balloon leakage. Results showed that the balloon external and internal surface exhibited no evidence of damage. This balloon leakage failure exhibited no anomalies that could have caused the failure. The distal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Customer complaint reported as 'balloon burst-at/below rbp' was confirmed however exact cause of 'balloon pinhole' failure could not be conclusively determined. Procedural factor might have contributed to the failure, neither the DHR review nor the product analysis or the sem analysis suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. This is one of four products used during the same procedure. Please reference MFR. Report # 9616099-2012-00610; # 9616099-2012-00611; 9616099-2012-00612; and # 9616099-2012-00613.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) using a kissing balloon technique (kbt), the physician decided to use two (2) powerflexpro 8mm4cm 80 balloon catheters (bc) for each side/lesion. The insertion went well, but both balloon catheters burst at 8 atm. The products were removed successfully. The physician then used two (2 each) powerflexpro 8mm4cm 135 balloon catheter for each side. The balloon catheters were inflated separately, but both burst at 5 atm. Both products were removed successfully. The lesions were treated successfully using other devices. There was no reported patient injury. There was no reported resistance/friction noted during insertion of the devices and no problem noted in crossing/accessing the target lesions. Two (2 each) 5 fr. Si brite tip catheter sheath introducers (csi's) were used. There was no problem reported with the sheaths used. Both lesions treated were reported to be high grade lesions/stenosis. Additional information including target lesion/lesion characteristic information has been requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. This is one of four products used during the same procedure. Please reference MFR. Report # 9616099-2012-00610; # 9616099-2012-00611; 9616099-2012-00612; and # 9616099-2012-00613.